Manufacturer narrative:
H.10: the complete pump was made available eventually and returned to livanova deutschland for further investigation. A deviation could be found through the analysis of the serial read-out. This type of issue could happen when the occlusion is set too strong.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective processor board. As the board was not made available, no further investigation could be performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump had pumping issues during maintenance. There was no patient involvement.